Manufacturer narrative:
After analyses of the pictures received we can observe that the inner pouch was opened transversally. Checking the quality database revealed one change control in connection with the described defect: "packaging - addition of longitudinal precuts" opened on september 2013 and closed on january 2014. Since implantation of this change control, it is strongly recommended to use longitudinal precuts. Transversal precut is not recommended and should be used with great caution. On march 2025, the quality team performed tensile test on folysil tips to check the conformity of tip hold. The tests were done folysil ch18 received sealed and sterilized from our stock. For folysil ch18, the technical specification minimum expected for tensile test on catheter part: tip ch12 = 20n. The results are between 32 and 70n with a mean at 60n so the results showed our glueing step was in accordance with our specification. A similar case study was performed based on folysil product defect: tip tore over last four years, 40 similar cases were found. A rmf evaluation was performed based on criq247 - risk identified 11202 (hazardous situation: catheter cannot be introduced (or with difficulty)). The evaluation has shown that risks are adequately controlled and reduced as far as possible in the state of art level (except risk 11500). Based on this, we can conclude that residual risks except for risk 11500 are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information the tip came off before the catheter was inserted.

Manufacturer narrative:
B3: estimated date. After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 10170095. Investigation is not yet complete, a follow up report will be submitted on completion of the investigation conclusion.

Event description:
According to the available information the tip came off before the catheter was inserted.